Event description:
It was reported that a patient experienced peritonitis manifested by peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient began treatment with maxipime therapy intravenously (IV) (dose and frequency not reported) for the event. Four days after the onset, the patient recovered from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap. The exact age of the patient was unknown; however, the patient was in their 80¿s. Should additional relevant information become available, a supplemental report will be submitted.